Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found there was no room on the disk for saving images. Excess files such as shot-logs and header files were removed. The system operates as intended.